Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during the vitrectomy mode. The surgery was a planned vitrectomy. The system was rebooted, the consumables were switched out, and then the system was shut down. The system was switched out to complete the case. The iol was implanted. There was a 30-45 minute delay in surgery. The pt was under general anesthesia. No pt injury was reported.

Manufacturer narrative:
The facility biomedical engineer examined the system and could not duplicate the problem reported. The fittings were reseated. The check valve operation was verified. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).